Event description:
It was reported that the valve was not functioning 6 months after implantation.

Manufacturer narrative:
The returned valve was patent and passed leakage tests. It was within specifications for all pressure-flow and preimplantation testing. The valve did not pass reflux or siphon testing due to debris within the valve. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.